Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to remove any medications after logging in to the station. A technical support specialist (tss) identified from the server that the user identification did not have any area assigned. The device was confirmed to be assigned to area d3w. The tss guided the customer through the necessary steps to address the issue. The customer confirmed that the issue was resolved, and the case was closed. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to take out any medications after logging into the station. Customer stated that only two tabs were available discrepancy and maintenance, required tab was missing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.